Manufacturer narrative:
Unit received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the reservoir lip ring was cracked. The customer¿s blood glucose was unknown at the time of incident. The customer stated that reservoir was able to lock in place when inserted into insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.